Event description:
A report was received stating that during the removal of the device from use, the cannula broke off of the infusion set. The user was unsure if the cannula remained in his body or if ti fell out. No permanent adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer, will file a follow-up report detailing the results of the evaluation.